Manufacturer narrative:
The unit was received with a constant force sensor calibration values corrupted alarm due to a software error. Failure analysis was unable to perform the displacement test due to the constant force sensor calibration values corrupted alarm. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a force sensor calibration values corrupted alarm after rewind. Prime was not possible. The customer was informed to return the product for analysis.